Event description:
It was reported that the ventilator had a device alert while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator without any reported patient harm or injury. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).the customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb). The unit then passed all performed testing and operates within the manufacturing specifications.it has been reported that the part will not be returned for evaluation.